Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® boric acid sodium borate/formate c&s urine tube, an unspecified number of tubes are not reseating on their automated instrument (copan wasp); caps are loose and causing spills and splashes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® boric acid sodium borate/formate c&s urine tube, an unspecified number of tubes are not reseating on their automated instrument (copan wasp); caps are loose and causing spills and splashes. No adverse impact was reported regarding the patient or user.